Manufacturer narrative:
The impella cp was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 70-year-old male with acute myocardial infarction and cardiogenic shock, classified as scai shock stage e prior to support, underwent implantation of an impella cp via percutaneous right femoral arterial access. During support, the device operated at p-9 providing 3.3 l/min flow with d5w sodium bicarbonate used as the purge solution, and no device malfunctions or alarms were reported. The patient developed hematuria while on support. Subsequently, care was withdrawn, and the patient expired. The reported patient outcome, including hematuria and subsequent death, appears consistent with the severity of the patient¿s underlying condition rather than a device-related issue. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e and the severity of the patient¿s underlying condition rather than a device-related issue.